Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported devices were received for evaluation; the events were confirmed during testing. Evaluation found missing components upon disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, in which the device disassembled. There was no patient involvement; no patient impact.